Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a sample from one patient processed using the axsym ck mb assay generated a falsely decreased result. No adverse impact to patient management was reported related to this issue.